Event description:
This case is cross referenced with (B)(4). This unsolicited case from united states was received on 21-mar-2017 from a nurse. This case involves a female patient who received treatment with synvisc one and few days later had inflammation and loss of range of motion. The patient's medical history, past drugs, concomitant medications and concurrent conditions were not provided. On (B)(6) 2017, the patient received treatment with synvisc one injection, once (route and indication: not reported) (batch/lot number: 6rsl032 and expiration date: jun-2019) bilaterally. On an unknown date in mar- 2017, few days after receiving treatment with synvisc one, the patient developed swelling, pain, and loss of range of motion. Had to aspirate the joint and inject cortisone to calm the inflammation three days after injection. Corrective treatment: cortisone for inflammation; not reported for loss of range of motion. Outcome: recovered/ resolved for both events. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The production and quality control documentation for lot # 6rsl032 expiration date (06/2019) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 6rsl032 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 28-mar-2017, there were a total of 2 complaints on file for lot # 6rsl032: (2 adverse event reports). Sanofi would continue to monitor complaints to determine if a CAPA was required. Seriousness criteria: required intervention for inflammation. Additional information was received on 29-mar-2017: global ptc number and ptc results were added. Expiration date was added. Text was amended accordingly.